Event description:
It was reported that during the insertion of the central venous catheter (cvc), it broke apart inside the pt. The pt was coding and the product shredded inside of the pt. They looked for another line to place but it took several minutes to find one. The pt expired. Add'l info received on (B)(6) 2012 states they were attempting to place the line into the female pt. During removal of the swg, they noticed the wire appeared to be fraying and "jammed" inside the catheter. The clinician pulled on the partially unraveled wire and it continued to uncoil at the part outside the body closest to the clinician. At which time, they were able to remove both the wire and the catheter. The pt already had a peripheral line in place prior to the attempted cvc placement and so they did not attempt to place another line. They worked on the pt for quite some time and were able to push "acls" meds through the peripheral line. The infection prevention mgr stated the pt was more than likely not going to make it anyway and the fact that she already had a peripheral line in place did not cause any delay treatment to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.